Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reve0020 showed no other similar product complaint(s) from this lot number.

Event description:
On 8/10/16 - deceased patient's wife called in to inquire about a powerport that the patient used for 4 years for lung cancer treatment. Complainant reported that her husband was admitted to the hospital for the final time on (B)(6) 2014 for swelling in his right arm (same side as the port). Complainant stated that the swelling was from his shoulders down to his hand and that he did not have any other symptoms such as sob or fatigue. The patient was reported to have a rue dvt and a "small rll pulmonary embolism". The port was removed during the hospitalization. The patient was released on hospice and passed away on (B)(6) 2014. Complainant stated that her husband did not have any prior history of clotting or infections.